Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported, when scope was initially plugged in, it popped up with a pink screen like it was already inserted into the kidney but was not. Aftercase, when trouble shooting, it did not display any image. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Conclusion summary: the product not returned. Investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).